Event description:
It was reported, the gastrointestinal videoscope exhibited a foreign material exiting from the nozzle. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for evaluation. During an onsite visit by the field service engineer (fse) at the user facility, the nozzle was found to be clogged. The fse recommended the user facility to follow the standard cds process and explained the importance of pre cleaning, disinfection, and sterilization. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d9, h3 and h6 (add type of investigation :10 ¿ testing of actual/suspected device) additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. The event can be prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf-170 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.